Event description:
While monitoring pt with ECG electrodes, device alarmed "check electrodes" and would not display the pt's ECG. A backup cardiac monitor was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.